Event description:
It was reported that the patient presented during clinical follow-up. Interrogation noted that the implantable cardioverter defibrillator did diagnosed ventricular tachycardia as supraventricular tachycardia and withheld high voltage therapy. Programming changes were performed. There were no patient consequences.